Event description:
Boston scientific rec'd info that during the implant procedure after the right ventricular (rv) lead was connected to this pacemaker pacing did not occur as there was a loss of capture. This lead was located in the apex. As a result another pacemaker was successfully implanted five days later and the lead was explanted due to unacceptable thresholds. This pt has known complete heart block, however, no adverse pt effects were reported.